Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer allege insulin pump was over delivering and experienced low blood glucose. The customer¿s blood glucose level was 65 mg/dl at the time of the incident and the current blood glucose value was 165 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer uses auto mode. Customer was treated with food and glucose tablets. Troubleshooting was performed. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.